Event description:
Customer reported poor image quality and artifacts in images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray on lamp and the foot switch. System operates as intended.